Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel was noted via remote transmission. Patient was asymptomatic. The ICD was reprogrammed. Patient was good and will continue to be monitored.